Event description:
The customer reported to philips healthcare that there was a "short circuit in the source plate" of the heartstart mrx. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.